Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high and low blood glucose levels. The mother states the customer has not been wearing the sensor, but the last time they wore it, the school was calling her stating the customer's levels were fluctuating. The mother states the customer's levels had been as low as 41mg/dl, when the sensor was saying 97mg/dl. The mother states they changed the site and the readings were still inaccurate. The mother declined to be transferred to helpline. No further assistance provided at this time.